Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4) note: manufacturer contacted customer on 1/18/2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved. Customer states she is hungry but that it is due to her blood sugar. No medical attention was required. Manufacturer contacted customer on 1/25/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results from the result obtained of 205mg/dl. The expected fasting blood glucose test result range is 87 -100mg/dl. The customer did report symptoms of feeling shaky, and hungry. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 156 and 180mg/dl fasting using true metrix air meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. Thee meter memory was reviewed for previous test result history: (B)(6).